Event description:
The manufacturer received information stating a trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: dc connector damage/sheared socket outer casing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device turned on and operated as it should. There were no significant event(s) in the error log(s). The device could not be tested due to the dc connector damage/sheared socket outer casing. In addition, there were secondary findings, cosmetic: front case kit will need replaced due to cosmetic damage/scratched. Passive exhalation port block will need replaced due to physical damage/cracked (still functional/no leak(s)/does not affect therapy). The customer does not want any repairs done to the device.